Event description:
When the angiogram showed some of the aneurysm not covered well, the physician repositioned the coil. As he was pulling it back, the coil detached. Part of the coil was in the aneurysm and part was in the carotid and aorta. Two attempts to snare the coil was unsuccessful. At this point, and after a discussion with the patient's family, the physician decided to leave the coil to endothelialize within the artery. The patient was prescribed with plavix and aspirin.

Manufacturer narrative:
Our analysis revealed that the detachment fiber did not receive heat. Possibly the knotting of the coil in the aneurysm and a quick sudden repositioning, given the length of the coil may have contributed to the unintended detachment.